Event description:
It was reported that this right ventricular (rv) lead was dislodged. Additional information indicated that the dislodgement was confirmed via x-ray and impedance was below 200 ohms. The lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Additional information indicated that the dislodgement was confirmed via x-ray and impedance was below 200 ohms. The lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the lead was performed. Allegation of dislodgement and pacing impedance low were not confirmed with the analysis. Moreover, analysis result showed normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues.